Event description:
It was reported that there was no monitoring in the entire hospital. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer spoke to the customer biomed who stated an outage occurred, possibly in the network closet, the central stations are turning on and off in boot sequence affecting the whole hospital. The biomed requested onsite service due to severity of outage. A philips field support engineer (fse) visited the customer site. The fse found an "error disabled" error on a cisco switch. The port goes "error disabled" when there is to much network traffic at one time, usually due to a power issue. To resolve the issue a "shut", "no shut" ("shut" (turn them off) then "no shut" (turn them back on)) was performed to reset the port to allow traffic to pass. The customer has not confirmed if there was an outage or not. A reset of the port was performed to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.